Event description:
It was reported that patient fell and experienced a dislocation after a bipolar hip procedure. The surgeon tried to reduce but was unable to. It was then found that the head had separated form the liner and bipolar. The patient underwent a revision surgery approximately a week later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 00771101620 ¿ extended offset stem ¿ 63299354. 11-165230 ¿ ringloc bi-polar ¿ 001390. Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced a fall and dislocation approximately 3 weeks after a left hemiarthroplasty. A closed reduction was performed, but the patient dislocated again upon attempting to ambulate, closed reduction was performed again and patient was admitted to the hospital. A new greater trochanter fracture was found and determined no surgery to be performed and the patient was discharged to home. Approximately 1 week later, the patient experienced another fall and dislocation with admittance to the hospital. A closed reduction under anesthesia was attempted but unsuccessful. The surgeon noted disassociation of the products along with unstable hip fracture. The next day, the patient underwent a revision surgery of all products. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01553.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00771101500 ¿ stem ¿ 64918519. Unknown bipolar ¿ unknown part and lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced a fall and dislocation approximately 1-2 weeks after initial hip procedure. The surgeon attempted to reduce the dislocation and noticed that the head had disassociated from the liner and bipolar shell. The patient ultimately underwent a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: subsequent to this, revision was performed. There is a dislocation of the right hip arthroplasty. Extensive radiolucency along the proximal femoral stem is present as noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04)- head.

Event description:
No further event information available at the time of this report.